Event description:
The core universal driver was sent for evaluation because it continued running on its own during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.